Event description:
It was reported that the pump was "slammed" by the car door and the touch screen became shattered and unresponsive. Customer¿s blood glucose was 396 mg/dl. Multiple attempts were made by tandem¿s technical support to ensure customer obtained back up insulin therapy; however, no additional information regarding this event was provided.